Event description:
The following has been reported: biomed reports: tubing misloaded alarming constantly. Pins and sensor have been cleaned. No report of patient harm or any active infusion being stopped. Preliminary evaluation of the logs showed the following: mechanical hardware failure (av spring cage). An active infusion was delayed (per the logs). Reporting due to the referenced issue. No adverse effects were reported. More information is needed to complete the investigation.

Event description:
The complaint was confirmed. The pump came in for tubing set misloaded alarm and it was found the rocker arm axle on the fva housing was broken after a new motor and new encoder board were tested. A new fva was installed and the fva pins began actuating properly. A new fva housing will be installed using the original boards and motor. Also related to a potential tubing set misloaded alarm, it was noted the lever arm was not actuating properly and the loading pins were not seating correctly. A visual inspection showed signs of fluid ingress by all 4 loading pins, indicating the lip seals were bad as well as fluid ingress by all 3 fva pin lip seals. These lip seals were all replaced. The lever arm not actuating properly and loading pins mis-seating was still observed after the lip seals were replaced so the pins themselves were replaced which resolved the issue.